Event description:
It was reported to aesculap inc. That a sprung reservoir w/distal catheter (product#: fv044t) was implanted during a procedure on an unspecified date. According to the complainant the device was explanted on (B)(6) 2023 from the patient as the doctor suspected it had become occluded. The adverse event/malfunction is filed under aic reference:( B)(4). Associated medwatch reports: 400585755- 2916714-2023-00024-MDR, 400585899- 2916714-2023-00025-MDR.

Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
Investigation complete.

Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were reviewed for all available lot numbers; the devices were found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.